Event description:
The customer indicated that during a leep procedure, the loop broke inside the pt. The pt's vagina was burned and needed to be stitched. No further info could be obtained. The electrode was thrown away.